Manufacturer narrative:
(B)(4) it was not reported whether the device was explanted or buried with the patient. Additional information has been requested of the field. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away approximately five days post-implant. There were no reported allegations. The device was interrogated post-mortem and it was noted the patient had 40 shocks over 15 different episodes. Device data was reviewed by boston scientific technical services (ts). Prior to the first episode, the patient had approximately 8 minutes of no electrical activity. The first event was untreated. In all other episodes, the rhythm appeared similar in morphology to either cardiopulmonary resuscitation (CPR), agonal, or a slow ventricular tachycardia (vt) (below the therapy zone rate-cutoff). It appeared the device was over-counting. The cause of death is still under investigation. The boston scientific field representative was contacted for additional information. The field representative confirmed that per his knowledge, there were no allegations from the physician. The field representative confirmed the patient was successfully discharged from the hospital post-implant. The cause of death is still not known. The device was not available for return. Additional information was provided that the patient had a medical history of chronic obstructive pulmonary disease. The patient never had bradycardia while in the hospital. Implant defibrillation threshold (dft) testing was successful and it was believed that the s-ICD was the correct device choice for the patient.